Event description:
It was reported that during swan-ganz catheter placement a knot was created. Doctor had to remove the catheter per surgery. There were no patient complications reported. There is no sample available. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event. The exact model was not reported; therefore unable to provide the 510k number.

Manufacturer narrative:
The lot number was not provided; a review of the manufacturing records could not be completed. The product IFU does list kinking, looping and knotting as potential complications that can occur with insertion of a swan-ganz catheter, and it provides the following guidance for these events: if a right ventricular pressure tracing is still observed after advancing the catheter 15 c beyond the point where the initial right ventricular pressure tracing was observed, the catheter may be looping in the right ventricle which may result in kinking or knotting of the catheter. Deflate the balloon and withdraw the catheter into the right atrium. Re-inflate the balloon and re-advance the catheter to the pulmonary artery wedge position, and then deflate the balloon. Review of the available information suggests that patient factors (very dilated right ventricle) and device handling may have contributed to the events reported. No further actions will be taken at this time.